Event description:
A patient with a contained ruptured abdominal aortic aneurysm on event date. The patient developed pain on the prior evening to admission and was found to have a contained rupture on the CT scan. Anatomically the patient was felt to be appropriate for endovascular repair. The patient was prepped and draped in the usual fashion. The right and left common femoral arteries were exposed. A guidewire was inserted into the left common femoral artery and was directed under fluoroscopy. The patient's systolic blood pressure fell to the 80 range and the patient responded to IV fluids and inotropic supports (medications) with an increase in the blood pressure. An angiogram was performed which demonstrated no rupture and no leakage of the aneurysm. The angiogram confirmed that the aneurysm was appropriate for stent graft repair. The physician stated that given the fact that the patient was not leaking on the angiogram nor on the preoperative CT scan, he felt that this would be in the best interest of the patient. The patient's bp required significantt inotropic and fluid support throughout the operation, but all the subsequent angiograms demonstrated no rupture of the aneurysm or ongoing leak. The physician stated he felt that a cardiogenic etiology of pt's low blood pressure was the etiology. The physician inserted a sheath and a lunderquist wire in the right groin. A 26 x 15 x 16.5 bifurcated stent graft and a 16 french sheath was passed through the left groin and a 21 french sheath passed through the right groin. Balloon dilatation was performed at the bilateral common iliac arteries with a 14 french angioplasty balloon catheter. The aneurx graft sheath was passed via the right groin through 21 french sheath and positioned above the renal arteries. The angiogram demonstrated the location of the renal arteries and the graft was unsheathed for approximately 3 to 4 rings of the stent and after careful marking of the renal artery on the right side, the graft was brought down into position appropriately. Subsequent angiography demonstrated patency of both renal arteries and appropriate placement of the proximal portion of the graft. The graft was then deployed into the right common iliac artery. The lunderquist wire was passed on the contralateral side and a 16mm iliac limb graft was deployed. Angiography demonstrated appropriate positioning of the limb graft. A 16mm x 5.5cm length extender graft was deployed in extending the right iliac limb. There was nice overlap of the graft portions. A retrograde angiogram demonstrated a flap at the distal portion of the iliac extender and a 14 x 60mm smart stent was deployed across the area of the flap. Angiography demonstrated good patency of the iliac arteries. Following this, a 16mm x 5.5. Iliac extender was deployed in the right limb. Both hypogastrics were preserved which was confirmed by angiogram. A flap and plaque were visualized at the proximal portion of the right external iliac artery. A 12 x 40mm smart stent was deployed with excellent patency of the vessel. Balloon dilatation was performed following placement of these stents and the area of aortic bifurcation using the kissing balloon technique. The blood pressure continued to be a problem, which responded primarily to inotropic and fluid support. Completion angiogram demonstrated patent renal arteries and excellent position of the stent graft. There was no visualized ongoing leak from the aneurysmal sac. Plaques were removed from both common iliac arteries. The sheaths and wires were removed. The groins were closed and the patient was transfered to ICU, and it was reported that the patient expired later that day. No further information is available from the user facility.